Event description:
An unexpected used set was returned. A nurse reported that blood leaked out through a crack in the cap of the tubing. She reported the tubing was in use on a pt. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.